Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the right ventricle lead was unable to extend while attempting to reposition it. Upon inspection, the helix was found to be stretched and damaged. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination found the helix was clogged with blood/tissue and stretched/ bent consistent with procedural damage. The cause of the reported events was isolated to the damage helix consistent with procedure damage.